Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the tissue pad fell off the device and was removed from the pt. Another device was used to compete the procedure. There were no adverse consequences for the pt.